Event description:
The patient was hospitalized on (B)(6) 2024 for heart failure exacerbation. While at the hospital, the patient was identified for barostim. The patient was implanted on (B)(6) 2024. As of (B)(6) 2024, the patient was not doing well and was in the intensive care unit. The patient passed away on (B)(6) 2024. Per the opinion of the physician, the patient's death was unrelated to barostim, the primary cause of the death was cardiogenic shock, and the secondary cause was a failure to thrive.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, and per the opinion of the physician, the patient's death was unrelated to barostim, with the primary cause of the of death being cardiogenic shock. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during the device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).